Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that the medical team wanted to replace the ins, but the surgery was not planned because of the patient's medical condition. The medical team preferred to postpone the ins change because the patient was awaiting another surgical procedure that could affect the efficiency of the ins replacement. Nevertheless, they planned for this procedure when the patient is ready.

Manufacturer narrative:
B3. Event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was no longer able to communicate with their implant via tel-m distance telemetry. The patient reports no recent falls or similar events. The patient began experiencing issues with his handset, being able only to recharge. No communication was possible unless the antenna was placed directly over the implantable neurostimulator (ins). The patient confirmed his ins was discharged for multiple days prior to encountering the issue. At the clinic appointment on february 25, the representative tried to unpair and re-pair the handset, but was unable to pair it again once unpaired, even with the antenna. The manufacturer representative (rep) was able to interrogate the implant with the clinician programmer app, as long as the communicator remained directly over the implant. As soon as it was moved or distanced, communication was interrupted. No error codes or messages appeared during the session. The session report provided noted impedances of greater than 40,000 ohms with contacts 4 and 5. With the help of technical services they attempted together the procedure to disable and re-enable the device, hoping it would solve the issue. They subsequently started a forced recharge session and tried for up to 30 minutes, but were unable to initiate a normal charging session or communication. At present, tel-m communication is not possible at all. They performed an x-ray, zooming in as much as possible on the device, and pictures of the x-ray were provided. They noted the implant will likely be explanted and sent for analysis. Logs were provided to technical services. Additional information was received from the manufacturer representative (rep). They noted the issues started "about 2 month". They stated that the tel-m communication issue has not since resolved, they planned to perform recoupling / deactivation and reactivation of the implant via tech mode in order to resolve it. They noted the cause of the high impedances seen in the session report was undetermined, and when asked about troubleshooting to resolve the high impedances they noted the high impedance electrode was not used in the patients programming. Additional information was received from the manufacturer representative (rep) clarifying the recoupling & deactivation/reactivation of the implant via tech mode was already done, and unfortunately did not solve the problem. The manufacturer representative (rep) asked for updated suggestions from technical services as they were going to call the doctor in charge of the patient in the next few days to decide on a replacement if no other solution was proposed. Technical services escalated the issue within the team to obtain further suggestions.

Event description:
It was noted that replacement was being considered to resolve the issue, but no specific replacement date has been determined by the medical team. Proximal/contact telemetry has been restored, but remote telemetry has not (despite troubleshooting).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. This is a case suspected to be tel-m pin corrosion. The x-ray image of the ins is in the email attached. They have issues with controller and the communicator where the communicator must be right on top of the ins. General tro ubleshooting (resetting the ins, replacing externals, unpairing controller, etc.) Has not resolved the issue. It was stated that they were planning to call the physician in charge of the patient in the coming days and decide on an ins replacement if no other solution is proposed. At this moment we cannot exclude that the problem relies in the module of long-distance telemetry. To make sure that the patient can communicate with the ins, and recharge it, please place the remote on the ins. The patient will be seen again on monday 16 march, in an attempt to restore at least some proximal-to-distal communication. They will keep you informed of the outcome. Technical services (ts) wanted to confirm (in writing) that the proximal communication between the controller and the ins worked properly and that the patient was able to resume therapy in the meantime. This allows the patient to resume the therapy while waiting for the ins replacement (no date is currently scheduled for this replacement).